Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device powered on with no issue. An accuracy test was performed, and there were no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed flow rate accuracy testing in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.